Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's wake button intermittently does not respond during bolus delivery. The customer confirmed that the bolus feature was turned on in the pump settings. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical services, the customer was able to deliver a bolus and stated that "it had worked."